Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; value not provided. Reportedly, the customer did not have the continuous glucose monitor system connected at the reported issue. Customer's husband assisted with addressing bg level with juice. Recommendation was made to consult with healthcare provider regarding diabetes management.